Event description:
It was reported that the subject device image had no output (no image). The event had occurred during set up and inspection for use, before patient in room. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel illumination failure, cannot operate, fluid adhering to video connector receptacle, failure of circuit board and printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of circuit board and printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.